Manufacturer narrative:
The reported event, for blade breakage, was confirmed, a partial unknown piece of a blade was returned for evaluation. As the device could not be identified and that only a partial piece of a blade was returned further evaluation of this partial piece of blade was not possible. As a result a cause for the blade breakage could not be determined in this case.

Event description:
It was reported by the customer that a blade broke, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.